Event description:
It was reported that on (B)(6) 2026, a 16mm amplatzer septal occluder was implanted using an 9f amplatzer trevisio delivery system.at the time of implantation, the procedure was described as reasonably straightforward with no difficulty such as multiple recaptures or repositioning. Stability checks were performed multiple times and no leak around the device was noted. On (B)(6) 2026, it was noted that the device had embolized into abdominal aorta and was reported to have completely dislodged from the implant site, with a potential for partial obstruction of blood flow. It was reported that the device was retrieved on (B)(6) 2026, through percutaneous retrieval via the groin was performed to address the embolization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.